Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. On a certain date in 2001, patient's blood glucose was 2.9, 11.3, 1.9, 1.7, 7.2 and 1.9 mmol/l. Tests were done 20 minutes apart. Patient did not experience any adverse events. No further information has been reported.